Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device not communicated. User reported unexpected data error as cannot open database and failed to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the customer was able to dial in after powered it on, confirmed the unit was online, then coordinated with the technical support specialist (tss) owner, who identified database corruption. The tss dialed in and resolved the database issue using applicable knowledge article (ka) how-to ¿ recover / repair a corrupted dsclientoltp database, es system log locations, proper data sync 2.0 procedure, how to: extract missing transactions from an es device. The system functioned as intended after the issue was resolved.